Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt had developed bumps in his back. An x-ray showed that the catheter had fallen down. Pain was reported tolerable but not like it used to be after the implant. Pt reported he had not had any falls or trauma since the implant. Pt was at home. Add'l info has been requested, but was not available as of the date of this report.